Manufacturer narrative:
Updated fields - b4, d4 lot number, UDI number, expiry date, d9 date return to manufacturer, g3, g6, h2, h3, h4, h11. Corrected field: d9 device available for evaluation, h3, h6 medical device problem code, type of investigation, findings and conclusion codes the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. A kink was observed on the catheter tubing approximately 73.4cm from iab tip. Additionally, the optical fiber was found to be broken within the membrane approximately 20.8cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields: b4, d5, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions). Corrected field: e1(event site address). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in all iab risk files. All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID# ((B)(4)).

Manufacturer narrative:
Updated fields - b4, g3, g4 (PMA/510(k), g6, h2, h6 (health effect ¿ clinical code), h11.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint no. (B)(4).

Event description:
It was reported that the after inserting the transray plus intra aortic balloon(iab) catheter the blood pressure waveform input by the optical sensor disappeared as soon as the patient changed position. The device continues to operate using an electrocardiogram. There was no harm or injury reported.